Event description:
During the guidance phase of the applicative test there were 2 communication failures. In both instances there was no apparent reason for the communication failure. The robot was still and waiting to go to an intermediate position and the field service engineer was not touching the robot arm nor was the force sensor cable pinched. There is no patient involvement as the event occurred during a device maintenance.

Manufacturer narrative:
It was reported that 2 communication failures occurred during maintenance. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the first communication failure was most probably due to a vigilance device issue, however the root cause of this issue could not be conclusively determined. The second communication error was due to a known software anomaly.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# :  (B)(4).

Event description:
During the guidance phase of the applicative test there were 2 communication failures. In both instances there was no apparent reason for the communication failure. The robot was still and waiting to go to an intermediate position and the field service engineer was not touching the robot arm nor was the force sensor cable pinched. There is no patient involvement as the event occurred during a device maintenance.

Event description:
During the guidance phase of the applicative test there were 2 communication failures. In both instances there was no apparent reason for the communication failure. The robot was still and waiting to go to an intermediate position and the field service engineer was not touching the robot arm nor was the force sensor cable pinched. There is no patient involvement as the event occurred during a device maintenance.

Manufacturer narrative:
This follow up report corrects the UDI number provided in the initial report. UDI#: (B)(4).